Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the live and ref monitor signals were not working intermittently. The rse identified that there was an issue with the ethernet cable, which resulted the reported issue and need to replace ethernet cable. The ethernet cable was sent to the customer via material order and customer had replaced the ethernet cable. After replacement of the ethernet cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the live and reference monitors were intermittently not working. There was no report of harm. Philips has started an investigation of this complaint.